Event description:
It was reported that during a procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully with the same device with no delay; no adverse consequences or medical intervention were reported. It was also reported that during testing conducted at the manufacturer facility the core impaction drill was leaking. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete. Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Manufacturer narrative:
The technician confirmed the reported event of heating up and noted that the spindle housing was corroded. The reported leaking was not duplicated, but was indirectly confirmed, based on a black substance found on the nose cone.

Event description:
It was reported that during a procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully with the same device with no delay; no adverse consequences or medical intervention were reported. It was also reported that during testing conducted at the manufacturer facility the core impaction drill was leaking. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.